Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Patient identifier, age, and weight not reported. (B)(4). Patient was implanted with expired screw and sewn up; once discovered the expired screw was explanted. Device is not returning. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a procedure was performed on (B)(6) 2016, where a patient was brought in due to a motorcycle accident where there was a fracture of the distal femur and the ankle was blown up. Patient was implanted with a retrograde nail and 100mm screw. An hour after implantation, while the patient was still on the table, it was discovered that the 100mm screw that was implanted was expired. It had an expiration date of 2015, month unknown. Surgeon went back in and removed the expired screw and revised patient with a 95mm screw. There was no surgical delay reported and procedure was completed successfully. Patient status was reported as stable. Concomitant devices reported: unknown retrograde nail (part# unknown, lot# unknown, quantity 1), this complaint involve 1 part.